Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having bilateral lower extremity deep venous thrombosis (dvt) with contraindication to anticoagulation. The patient was previously on coumadin but was having extensive bruising and profuse bleeding from blisters on the legs. As a result, the patient was not a candidate for chronic anticoagulation. During placement of the ivc filter via the right common femoral vein, the filter was deployed over the l2-l3 interspace without difficulty. The patient tolerated the procedure well. Per death certificate, approximately two years and eleven months post filter implantation the patient is reported to have expired at home. No cause of death is listed. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about two years and eight months post implantation of the filter. The patient reports having undergone a computerized tomography (CT) scan for evaluation of the filter and the scan showing the filter to be tilted towards the right, touching the lateral wall of the ivc. The patient states that this injury has caused emotional distress, mental anguish, anxiety, and stress. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter was bilateral lower extremity deep venous thrombosis (dvt) with contraindication to anticoagulation. The patient was previously on coumadin but was having extensive bruising and profuse bleeding from blisters on the legs. As a result, the patient was not a candidate for chronic anticoagulation. During placement of the ivc filter via the right common femoral vein, the filter was deployed over the l2-l3 interspace without difficulty. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. According to the information received in the patient profile from (ppf), the patient reports having undergone a computerized tomography (CT) scan for evaluation of the filter and the scan showing the filter to be tilted towards the right, touching the lateral wall of the ivc. The patient states that this injury has caused emotional distress, mental anguish, anxiety, and stress. Per death certificate, approximately two years and eleven months post filter implantation the patient is reported to have expired at home; however, no cause of death is listed. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an trapease vena cava filter for which the catalog and lot numbers are not available.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.